Manufacturer narrative:
(B)(4). Examination of the returned device confirmed that one of the 960-6162-01 celcon blocks have fractured and disassembled from the device. The 960-6162-01 celcon blocks and 960-6186-01 sigma tips are designed to be replaced after heavy usage. The root cause is being attributed to product wear though normal use and servicing. Based on the device being in service for 20 years and the determination of product wear though normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral extractor/impactor broke while impacting trial.